Manufacturer narrative:
(B)(4): the customer was expecting a red alarm and received a yellow technical inop. No pt harm was reported. The pt had disconnected the monitoring accessories, and the technical inop was the expected and intended monitor function. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer was expecting a red alarm and received a yellow technical inop. No pt harm was reported.